Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v655527, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient had the device removed because it had defective wiring, shocked them, and the wires were crossed. It was noted this happened with all five of the devices the patient had explanted. No further complications were reported/anticipated. The ins explant in this event is one of the five referenced. Refer to manufacturer report #3004209178-2017-09701 for details pertaining to the other referenced ins explants.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.